Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5147421) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they had a stroke and breathing has gotten progressively worse. The patient stated they suffer from copd, cardiac condition, headaches, inflammation in airway, shortness of breath, and pneumonia. No medical intervention was specified. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.